Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported a patient underwent an initial hip arthroplasty on (B)(6) 2001. Subsequently, the patient was revised on (B)(6) 2015 due to liner wear and peri-prosthetic fracture of competitor products. The liner and femoral components were removed and replaced.